Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with high blood glucose of 810mg/dl. The caller stated that he was working out in the yard and passed out. The wife picked him up and called the paramedics. The customer was unsure if the cause was a viral infection or high blood glucose. The caller stated that his wife removed the insulin pump when he went into the emergency room. No further information was provided.